Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the small grasping retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a cable broken at the tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis. Also, this failure analysis findings have been submitted in MFR# 2955842-2025-00207. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.